Event description:
It was reported that when (1) device was used during a vaginal hysterectomy procedure, the device locked out. Another device was opened to complete the case with no consequence to the pt.